Event description:
It was reported that the lead had high pacing capture threshold (pct). The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high pacing capture threshold (pct). The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event. It was later noted the patient died approximately 4 months after device replacement - "no device malfunction was suspected." Follow up with physician reported cause of death was ventricular fibrillation arrest with unknown cause. Limited autopsy done - "findings were unremarkable." Patient seen shortly before death for burning at pacemaker site and determined pain was not significant. Last clinic visit had been three months prior to death with normal device check. Patient had been pacemaker dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned for analysis. The tip electrode was damaged and the proximal conductor was distorted. Blood/body fluid was observed on the distal and proximal conductors (not obstructed). The outer insulation was breached/cut and had cosmetic environmental stress cracking and metal ion oxidation. A white substance was observed on the outer insulation and there was apparent explant damage. (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was cut and all conductors had observed blood/body fluid (not obstructed). The inner and outer insulation was breached/cut and blood was observed in/on the helix mechanism. The lead was stretched and there was apparent explant damage. (B)(4) no anomalies found; the full lead in segments was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation was breached/cut and had cosmetic environmental stress cracking and depressions. The helix was distorted/bent. There was apparent explant damage and a white substance was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned for analysis. The tip electrode was damaged and the proximal conductor was distorted. Blood/body fluid was observed on the distal and proximal conductors (not obstructed). The outer insulation was breached/cut and had cosmetic environmental stress cracking and metal ion oxidation. A white substance was observed on the outer insulation and there was apparent explant damage. (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was cut and all conductors had observed blood/body fluid (not obstructed). The inner and outer insulation was breached/cut and blood was observed in/on the helix mechanism. The lead was stretched and there was apparent explant damage. (B)(4) no anomalies found; the full lead in segments was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation was breached/cut and had cosmetic environmental stress cracking and depressions. The helix was distorted/bent. There was apparent explant damage and a white substance was observed.

Event description:
It was reported that the lead had high pacing capture threshold (pct). The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event. It was later noted the patient died approximately 4 months after device replacement - "no device malfunction was suspected." The cause of death has been requested and not received.